Manufacturer narrative:
The patient's meter was returned for investigation. The display functionality was checked and the meter beeps when powered on, but display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that the meter had black lines on the display screen that intersect through the results field. This did not cause any misinterpretation of the results field and the meter was usable. There were no signs of physical cracks or breaks.